Event description:
It was reported that during a transcatheter heart valve procedure, a pre-dilatation with a 25mm non-medtronic balloon was performed. The valve was deployed too shallow and the valve moved aortic. The valve was recaptured. On the second deployment, the valve was again too shallow and moved aortic again. The valve was recaptured again. On the thrid deployment, the valve was too shallow on the left coronary cusp (lcc) and was again recaptured. The valve was deployed a fourth time too shallow and was recaptured. On the fifth deployment, the valve was deployed at 3 mm on the non-coronary cusp (ncc) and 4 mm on the lcc.  Mild paravalvular leak (pvl) was reported with a gradient of 4 mmhg.  A temporary transvenous pacemaker (ttvp) was left in situ.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012272641); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.